Event description:
A customer reported that their pump screen was dark and would not turn on, despite following instructions to try activating it and charging it with reliable power sources. The pump problem's impact on the customer's blood glucose level was unknown. Technical support decided to replace the faulty pump, and the customer would use multiple daily injections (mdi) as backup therapy to ensure continuous insulin delivery. A replacement pump with updated software was sent, and the customer received instructions for transitioning to the new device, including the return of the malfunctioning pump.